Manufacturer narrative:
On (B)(6) 2016, 10:05 the technical failure "sensor: s3 pressure too high" was logged three times in the device log. This failure occurs if the pressure behind the internal pressure regulator exceeds 3,8 bar. The investigation in the local draeger repair center showed that the internal pressure regulator was adjusted to 3,8 bar although it should be set to 3,0 bar. Therefore only small variations in pressure output can trigger the observed alarm. The device is usually not serviced by dräger therefore it is unclear when and why the pressure regulator was set to 3,8 bar. In case the deviation is detected the device alarms visually and acoustically. The ventilation will be interrupted. In this case, an alternative independent ventilation device has to be used instantly, as described in the instructions for use. The device reacted as specified for the problem, the root cause was an inadequately adjusted internal pressure regulator.

Event description:
It was reported that 'in transit clinical support services medical devices (B)(6) 2016 carrying out transfer from itu to CT scan, intubated and sedated patient on portable ventilator. After 30mins on ventilator it alarmed with notice re. Sensor and advised to switch off and seek servicing. No harm cause to person affected.' No patient injury was reported.